Manufacturer narrative:
The condition of failure code 802:02 was confirmed through the event history due to a faulty pump head module. The pump head module was replaced. The device has not been previously sent into service for the condition of fc 808:02. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During review of the event history it was determined that a failure code 808:02 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.